Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a pt was undergoing orif of the right femur with a zimmer compression screw and tube plate. When the screw was inserted and tightened into the tube plate, the screw head broke. The tip of the screw was retained in the pt.